Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging) used silicone foley connected to a sample port connector attached to cut drainage tubing. The sample had no obvious visual balloon defects such as ridges or cuffs. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated without issues such as cuffing, returning 10ml of solution. The active length of the catheter balloon was measured (0.6825") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 14 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use. (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients. Patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.]

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was also noted that the balloon of the catheter had a ridge during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the balloon of the catheter. It was also noted that the balloon of the catheter had a ridge during the pretest.